Event description:
Litigation alleged the patient suffered pain, stiffness, discomfort, weakness, decreased mobility and metal toxicity due to the implanted asr hip.

Manufacturer narrative:
(B)(4).**update** (B)(4) 2013- ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation.depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers the investigation closed.

Event description:
Update (B)(6) 2015 - der rec'd. Updated dor, surgeon and sales rep info, patient activity level and dob. Updated the cup and head to reflect the metal ions and added the expiry date, common and brand names. Added stem and sleeve products. Also added 510k numbers.